Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2022-04257. His is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The doctors surgical note indicated they were satisfied that a complete decompression had been achieved, and then obtained immaculate hemostasis with bipolar cautery in the epidural space, unipolar cautery in the soft tissues, and bone wax in the bony margins. The wound was irrigated with copious amounts of antibiotic-impregnated normal saline solution and a small pledget of absorbable hemostat was left in the epidural space. The wound was closed in anatomic layers with interrupted suture, and the skin was closed with staples. Postsurgical changes l5-s1 compatible with laminotomy on the right. Some mild enhancing tissue seen ventral thecal sac compatible with scar tissue. Fairly mild residual disc bulge without any apparent significant interval recurrent protrusion or extrusion. No significant stenosis. No displacement of the descending s1 nerve roots, or affect on the exiting l5 nerve roots. Disc bulge l4-5, slightly dominant right lateral compartment, no displacement of the lateral nerve roots. No significant central or foraminal stenosis. Disc herniation l5-s1 (l4-s1), right greater than left paracentral disc protrusion posteriorly displacing the descending right s1 nerve root. Bilateral foraminal stenosis l5-s1. L4-l5: small posterior annular fissure. Minimal bilateral foraminal stenosis. Bilateral s1 radiculopathy. Facet arthropathy. Epidural fibrosis. Post-laminectomy syndrome. Reflex sympathetic dystrophy or causalgia-type of symptomatology. Gait deviation due to combination of above. Neurogenic bladder disabled from surgical procedure. Additional information was requested.